Manufacturer narrative:
B5: update "an unspecified elastomeric pump" to "a small volume folfusor". The device was filled with fluorouracil 4200mg and sodium chloride 0.9%. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the device bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump underinfused during infusion. The issue was further described as, ¿balloon did not deflate fully, or intended dose not received by the patient¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.